Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (1000 mcg/ml at unknown dose) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that at a refill in (B)(6) 2018 and another refill in (B)(6) 2018, the patient reported that 4 times during the refill they became diaphoretic and "felt strange" for a day afterwards. The patient denied any falls or accidents. A dye study and rotor study was performed. Clear fluid was aspirated from the catheter access port (cap) and an injection of contrast showed a patent catheter. The rotor study results were within normal limits. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's weight was provided. No further complications were reported. Additional information was received from the patient's mother via a device manufacturer representative on 2019-jan-29. It was reported that the patient had another episode "after pt" where the patient had "decline of affect," increased tone in their lower extremities and sweating. The patient's mother gave the patient oral baclofen as ordered by the managing physician. The hcp's clinic had called in a referral for a replacement pump and the patient/family was deciding when to move forward with the physician's recommendations. At the time of the report the patient was at normal tone. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-21. It was reported that the pump had been replaced on (B)(6) 2019.